Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6), 2013. According to the complainant, during preparation, it was noted that the connector was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device showed that the cautery pin prongs were bent. The complaint was confirmed. The complaint was likely caused by handling of the device without direct patient contact either during unpacking or preparation. The nature of the damage to the cautery pin was initially unknown. However, visual analysis of the returned device confirmed that the prongs of the cautery pin were bent. As the cautery pin was not detached or broken, this is no longer considered an MDR-reportable event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on august 16, 2013 that a rotatable medium oval snare was used during a polypectomy procedure in the colon on (B)(6) 2013. According to the complainant, during preparation, it was noted that the connector was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.